Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's freezing of gait was some what resistant and was causing the patient to fall almost daily. Patient representative said freezing symptoms were worse when the patient was tired or after patient had been sitting for an hour or greater. Patient representative said that they had a freak thing happen where they didn't realize how long the therapy had been turned off for without the patient knowing it. Patient representative said the patient had still been charging their implant and they had an appointment with the nurse practitioner and was told that the therapy had been off for a while. Patient had not noticed that therapy was off as they didn't see a huge difference in their symptoms. Therapy had been turned back on since that incident. Patient representative asked general questions about implant and adbs. Patient representative asked if patient could get adbs with the current system they have. Agent reviewed information about adbs and system component requirements and redirected patient representative to the health care provider. Patient representative said the initial dbs surgery was extensive and "worse" than the patient thought it would be. Patient has an appointment with their managing physician sometime in the spring or summer.